Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon would not inflate at all while inside the patient's cavity. Removed and opened a new one for the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury was reported.